Manufacturer narrative:
Product evaluation and root cause analysis has not been completed to date.

Event description:
Reported noted laser, in lio mode, will continue to fire as footpedal is released. There were three cases scheduled, and they were able to complete them. Changed to another machine for next doctor. Pt 1 of 3: there was no pt impact, except for a delay in case.